Event description:
A healthcare worker complained of watery eyes, and slight airway obstruction after working with the cidex opa-c solution. The employee has seen her physician twice, and the physician suspects that she has a senitivity to the solution. The employee was also prescribed antibiotics from her visit with the physician. The employee currently works in a different area and her symptoms have ceased.